Event description:
It was reported that the right ventricular lead exhibited noise and decreasing impedance, during procedure an insulation anomaly was noted. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).